Event description:
Customer reported that the numbers began scrolling on the insulin pump during a bolus. The blood glucose reading was 415 mg/dl. Customer was able to treat with a bolus. She stated that she replaced the battery and then received a battery out limit alarm. She was not able to clear this alarm. She stated that the insulin pump had been exposed to river water. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump up arrow button did not respond due to corroded keypad trace. No scrolling number display anomaly noted. No moisture damage on electronics noted. Unable to verify battery out limit alarm due to no button response. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads and cracked reservoir tube lip.